Manufacturer narrative:
D6a: date of implant should be redacted from the initial manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported right heart failure and patient outcome could not be conclusively established through this evaluation. The centrimag device was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The outside of united states (ous) centrimag blood pump instructions for use (IFU) list warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: possible side effects include end organ dysfunction. This is a potential side effect with all mechanical circulatory support systems. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to right heart failure on (B)(6) 2023. The patient was on extracorporeal life support via centrimag prior to implantation of lvad and was implanted with the lvad as ultima ratio. Heartmate 3 lvad MFR # 2916596-2023-06473.